Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the red coil cap was cracked. The systemic root cause of this failure mode was determined to be interference between the cap and bottle due to the bottle shoulder and low engagement at the cap/bottle interface. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. The root cause investigation of the separated/cracked coil cap is in progress through (B)(4).

Event description:
Baxter (B)(4) received a report that one (1) folfusor sv 4 ml/h device has a cracked red coiled cap. This condition was noted prior to use. No report of patient involvement, injury, or medical intervention. No additional information is available. This is report 2 of 2 from the same user facility.